Manufacturer narrative:
Stryker further evaluated the customer's device however further cause could not be determined. The customer received a replacement device and the returned device was archived by stryker.

Event description:
A customer contacted stryker to report that the device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
A customer contacted stryker to report that the device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.